Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual evaluation noted some discoloration on the shaft of the inner tube. Functional testing was performed, and the complaint allegation (of debris produced) could not be replicated. The burr is functioning as it is intended. Dfu-0215-eo offers some helpful precautions, such as using irrigation at all times, to prevent irreversible damage. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery metal abrasion was produced. The fragments could not be retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.